Manufacturer narrative:
(B)(4). The lot was manufactured from january 25, 2014 to january 28, 2014. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: visual inspection of the returned device noted a ruptured bladder. Microscopic examination of the bladder identified markings located on the exterior surface, near the rupture line. The cause was unable to be determined. To address this issue, a CAPA was opened. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume infusor ruptured. This occurred during filling with an unknown drug. The reporter stated that the device had been filled slowly and manually using a syringe, per baxter- recommended procedure. The reporter stated that the device was not in direct sunlight and had not been laid sideways or received any shock prior to rupture. The bladder was not in a footed shape or detached from the infusor assembly. There was no patient involvement. No additional information is available.